Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve perforated the aorta, ca using a cardiac tamponade. A thoracotomy was performed in order to treat the tamponade. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cause of the cardiac tamponade was due to the guide wire which was a amplatz super stiff wire. No additional information has been reported.